Event description:
Two instances of the tubing on controlled substance bag fell out causing the contents of the bag to spill.

Event description:
Two instances of the tubing on controlled substance bag fell out causing the contents of the bag to spill.